Event description:
The catheter balloon would not deflate.

Manufacturer narrative:
The catheter had been inserted to monitor urine output. Upon discharge, they were not able to deflate the balloon to remove the catheter. A physician used a guidewire, inserted it into the opening of the inflation lumen and the balloon deflated. The catheter was removed without further incident. There were no other measures attempted to deflate the balloon. This issue did not delay the patient discharge. No serious injury resulted and no additional medical treatment was necessary. The sample was returned and evaluated. No functional issues were identified. The balloon was tested. It inflated normally and deflated passively as intended. The reported issue could not be duplicated. A root cause has not been determined.